Event description:
The fse reported that the system intermittently would not boot up. This resulted in an intermittent recoverable loss of imaging functionality, which could result in a procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos (general purpose operating system) and rtos (real time operating system) boards were evaluated and replaced. The voltage on monitor power supply was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.